Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low result for prostrate-specific antigen (psa) for one (1) patient sample assayed with access hybritech psa reagent on an access 2 immunoassay system. The erroneously low psa result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the patient sample was sent to a reference laboratory for repeat psa analysis. The reference laboratory reported a higher psa result which is in better alignment with patient history. The customer reported that quality control data were within the laboratory's established ranges at the time of the event. The customer reported that the last analyzer system check performed on (B)(6) 2012 yielded results which were within analyzer specifications. The customer reported observing analyzer generated error messages during the testing of the patient sample (i.e., ultrasonic phased lock loop failed and sample carousel motion error).

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. An on-site evaluation of the analyzer was not performed. A definitive root cause for this event has not been determined.